Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a failed battery test alarm as well as a battery out limit alarm on the insulin pump. Customer also mentioned an off no power alarm. Customer's blood glucose reading at the time of the call was 42 mg/dl and has treated by eating. No further information reported.